Event description:
According to the reporter, during lateral perineal resection, while suturing the edge of the hymen at the outer vaginal opening using 3/0 absorbable suture, the needle tail broke (0.3mm from the needle and suture connection). The tail connection suture was outside the body, but the remaining needle fell into the perineal tissue. Computed tomography plain scan was performed to locate the exact location of the needle. The suture on the side incision of the perineum was removed to retrieve the needle. The needle was checked to make sure that parts are complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.